Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a the metal part of the tandem cable was bent and loose; consequently, the customer could no longer charge the pump with the usb cable. A replacement cable was sent to the customer to resolve the issue. There was no reported impact to customer's blood glucose.